Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 30.0cm was returned for analysis. Internal insulation abrasion was noted under the svc shock coil at 23.6-25.2cm from the distal tip. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.